Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated but not yet begun.

Event description:
It was reported that patient presented in-clinic for follow-up. Externalized conductors were noted via fluoroscopy. Lead was explanted and replaced.

Manufacturer narrative:
External insulation abrasion was found proximal to the suture sleeve impression at 25.3 to 26.3cm from the connector pin, consistent with friction to the ICD can. The etfe coating of one of the rv conductors was abraded. External insulation abrasions were also noted at 54.5 to 56.5cm and 55.5 to 57.0cm from the connector pin, consistent with friction to another device.